Event description:
It was reported that monitoring was disabled on this insertable cardiac monitor (icm) device. Boston scientific technical services (ts) received a call from a boston scientific representative who saw the patient at the healthcare facility (hcf) for a routine follow-up. The patient provided there had been an alert on the patient mobile monitor (pmm) that it could not connect. Ts reviewed the device transmission. The device transmission provided the patient is not being monitored due to an unresolvable issue with the icm device. A replacement icm device is required to continue monitoring. Subsequently the icm device was explanted and removed because of the monitoring issue. Another icm device was implanted to continue monitoring. Device is expected to be returned but at this time as not been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted based on changes to the device code in field h6 and updates to the describe event or problem in field b5. The device has been returned for analysis and product investigation completed. Analysis found evidence of lithium clusters causing an internal short. As a result, evaluation conclusion code "cause traced to device design" was selected.

Event description:
It was reported that monitoring was disabled on this insertable cardiac monitor (icm) device. Boston scientific technical services (ts) received a call from a boston scientific representative who saw the patient at the healthcare facility (hcf) for a routine follow-up. The patient provided there had been an alert on the patient mobile monitor (pmm) that it could not connect. Ts reviewed the device transmission. The device transmission provided the patient is not being monitored due to an unresolvable issue with the icm device. A replacement icm device is required to continue monitoring. Subsequently the icm device was explanted and replaced because of the monitoring issue. Another icm device was implanted to continue monitoring. The device has been returned to boston scientific. No adverse patient effects were reported.